Event description:
Device malfunction; told after new test trial implantation it would intermittently shock me. It ended up violently electrocuting me a neurostimulator- had to be taken out, also surgical lymphatic cameras left in body; 1 came out my lymphatic nasal cavity nose glowing blue powered up 2019, felt like 10 moved back into position. Doctor denies these cameras are still in me and medtronic not cooperating, directing me back to same doctor. "Omg/?? And told 1 device - pictures speaks 1,000 words." FDA safety report ID# (B)(4).